Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that she had a rash under the lifevest. During a follow up on (B)(6) 2015 the patient reported that her doctor recommended cortisone cream which was helping the rash. The patient continued use of the lifevest.